Event description:
According to the reporter: during the operation, a piece of retractor dislodged in the patient's abdomen. The piece was unable to be located. Because the piece was plastic, the patient was not x-rayed. The event has been documented in the care plan and in the patient's notes and patient will be advised.

Manufacturer narrative:
(B)(4).